Event description:
It was reported that the patient presented for a device change out procedure. During the procedure, the right ventricular (rv) lead was stuck in the header and was unable to be removed. Upon further interrogation, it was noted that the rv lead exhibited failure to capture, low pacing impedance, and the insulation was damaged. The rv lead was capped, and the pacemaker was explanted and replaced. The patient was in stable condition.